Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer experienced a blood glucose (bg) level above 400 mg/dl and moderate levels of ketones. The customer administered a manual injection to address the bg level and consumed large amounts of fluids to address the ketones. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer reported that the pump would continue to be used for insulin therapy.